Event description:
It was reported that the patient presented for a follow-up visit, during which examination revealed an infection at the device pocket site. The patient¿s pacemaker, right ventricular (rv) lead, and right atrial (ra) lead were explanted on (B)(6) 2025. All components were successfully replaced on (B)(6) 2025. The patient remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.